Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4). Concomitant medical products: 65875305801 shell with cluster holes porous 58 mm o.d. Size ll 62070653; 00877501336 biolox delta taper liner, ll/3 6 2646173; 00877503603 bioloxâ® delta, ceramic femoral head, l, ã¸ 36/+3.5, taper 12/14 2645301; 66017569 palacos cement 74914307.

Event description:
Patient underwent right hip revision procedure approximately six months post-implantation due to periprosthetic fracture of the femur. No additional information provided.